Event description:
It was reported in an end-user survey that when using the device (ovd), in some instances there was iop increase over 30 mmhg which needed a burp to release aqueous. Iopidine 1% was used in iop lower than 30 mmhg. Occasionally post-op inflammation such as tass occurred. Ovd removal through irrigation and aspiration was not a problem. Additional information is requested.

Manufacturer narrative:
The investigation of this event is ongoing. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The device was not returned for evaluation. Although requested, additional information regarding the details of the event was not provided. As a device lot number was not specified, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.